Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported the patient had a system implanted approximately 16-17 years ago. It was noted the surgeon that implanted the patient's device had never done so before and he only implanted it in "half of her bladder". That system did not work and had to be removed. It was noted that the patient thought the failure of the old system occurred around 2000. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.